Event description:
Boston scientific received information that during a routine follow up, this right atrial (ra) lead exhibited noise and low, out of range pacing impedance measurement. Furthermore, the field representative reported that there was a lead insulation break. The device was programmed to vvi. The patient underwent a surgical revision procedure where this lead was capped and surgically abandoned. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.